Event description:
On (B)(6) 2013, a reporter contacted animas alleging that they were experiencing higher than normal blood glucose levels due to their pump not accurately delivering insulin. During the course of troubleshooting the patient alleged that the pump was exposed to x-rays two months prior to their call. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported due to the allegation that the pump was not delivering insulin accurately.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed that the total daily doses correctly reflected the user's programmed basal rates. No alarms related to the complaint were observed in the alarm history; only typical usage observed. The pump successfully performed a rewind, load and prime sequence with no errors occurring. The pump was exercised for 24 hours with no warnings or alarms occurring. The pump successfully completed a delivery accuracy test and was found to be delivering within specification. During investigation, there was no delivery issue observed and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.